Event description:
It was reported by the cardiac cath lab manager that in 2008, the intra-aortic balloon (iab) was inserted. On the next day, the pump alarmed and the iab was removed and replaced with another iab. There were no reported patient complications. On about 5 days later, and one week after, a request was made for more information about the event. The staff at the facility "can't remember" what happened, nor can they remember the type of alarm that the pump alarmed. They do remember the pump alarming.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on the exterior surfaces of iab. The sidearm super arrow-flex sheath was on the bladder approximately 21.5 cm from the distal tip of the iab. Pump tubing & guidewires were not returned. The cal key & slide connector were attached to the fiber optix sensor (fos) cable. The fos was light level tested & failed with indication of a broken fos. The fos sensor was seated properly in the gray housing. The returned cal key was light level tested with a known good slide connector & passed indicating the cal key was not corrupted. The 6" extension line was attached to the luer. The one-way valve was attached to the iab. A different guidewire was fed thru the central lumen with minimal resistence encountered. No blockage or abnormalities were deteced with the central lumen. A vacuum was pulled on the iab & held. The sheath was moved onto the catheter for further investigation of the iab. The iab was submerged & pressurized in water. No leaks were detected in the iab or bladder. The 6" extension was leak tested & passed. The iab passed all in-house testing. The reported complaint could not be confirmed. A DHR re-review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.